Manufacturer narrative:
Currently, it is unknown whether or not the device may have cuased or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump followed by a motor error alarm during bolus. Customer stated that they use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 315 mg/dl. No further information reported.